Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.75mm x 15mm was returned for analysis. A visual and tactile examination of the hypotube shaft profile and extrusion shaft identified no issues. A visual and tactile examination of the balloon noted the balloon material was torn. A detailed microscopic examination of the balloon material identified a complete circumferential tear in the mid-section (7mm distal from the proximal markerband) of the balloon. Tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 18-dec-2024. It was reported that crossing difficulties were encountered. The 74% stenosed target lesion was located in the severely calcified mid-right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of same device, and the patient status was stable. No patient complications were reported. However, returned device analysis revealed balloon torn circumferential.